Event description:
A patient from the (B)(4) clinical study was reported to have been admitted to hospital with a deep wound infection. This resulted in prolonged hospitalisation for the patient and the patient was treated with antibiotics. It was reported that the event was not related to the study device but was related to the surgical procedure. The event is noted as resolved on (B)(6) 2013.

Manufacturer narrative:
Additional devices listed in this report: cat # 6260-9-136, lot # mlmehd, description: v40 cocr lfit head 36mm/0; cat # 540-11-50e, lot # 41543001, description: trident psl ha solid back 50mm; cat # 6021-0230, lot # 38081503, description: accolade plus tmzf hip stem #2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device still implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a trident liner was reported. The event was confirmed. Medical records received and evaluation: clinician review of the provided records concluded "there are no device-related factors evident in this case and this pi is not device-related." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot or sterile lot. Conclusions: the provided medical records confirmed the reported infection however were insufficient to determine an exact root cause. Review of the information by a clinical consultant and stryker's sterilization science group found no evidence that the infection was related to the patient's implanted devices.

Event description:
A patient from the (B)(4) clinical study was reported to have been admitted to hospital with a deep wound infection. This resulted in prolonged hospitalisation for the patient and the patient was treated with antibiotics. It was reported that the event was not related to the study device but was related to the surgical procedure. The event is noted as resolved on (B)(6) 2013.